Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they received a button error alarm. The customer's blood glucose was 396 mg/dl at the time of incident. The customer stated that they were unable to deliver insulin due to the button error alarm. The customer stated that the insulin pump was exposed to sweat. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to moisture keypad traces. No button error alarm during testing. No moisture damage was found on the electronics, motor, battery tube and vibrator assembly noted. The insulin pump had cracked case at the display window corners, minor scratched lcd window and cracked reservoir tube lip.